Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports that revision surgery was performed due to device loosening and migration.